Event description:
The customer reported no display. This reported symptom was clarified as a failure to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported no display. This reported symptom was clarified as a failure to power up. There was no report of pt involvement. The device was evaluated by a third party engineer and the issue was verified. The power pca was found to be defective. Replacing the power pca resolved the reported issue. The device passed testing and was returned to the customer.